Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-12736. It was reported, the patient no longer has stimulation because patient's external devices cannot establish communication with the ipg. The patient was sent a new charger.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.